Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 intermittent cartridge alarm 19s while loading the cartridge. In each instance a second cartridge was successfully loaded. The customer's did not think the blood glucose level was impacted.